Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a vaginal cystocele repair and mesh augmentation on (B)(6) 2019 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/04/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/31/2022. Additional information: b7, d1, d4, e1. Additional b5 narrative: it was reported that the patient underwent mesh revision surgery on (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 04/13/2023. Additional b5 narrative: it was reported that the patient experience pain and urinary incontinence.